Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed evidence of electromagnetic interference/noise observed on stored electrogram (episode 11) from 2016 -09-07. Concomitant product: dtba2qq ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient is experiencing loss of pacing and syncope. The right ventricular lead had t-wave oversensing and noise due to electromagnetic interference. The atrial lead also exhibited oversensing and noise due to electromagnetic interference. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.